Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample when tested with anti-d of erytype s abd+rev.a1, b on tango infinity. The customer stated that the patient had a history of being d positive. The patient sample yielded weak positive respectively negative results with anti-d of erytype s abd+rev.a1, b on tango infinity. The customer returned the patient sample that had caused a false negative test result for investigational testing, but not the supposedly defective product erytype s abd+rev.a1,b. Therefore our quality control laboratory tested the patient sample with their retention sample of erytype s abd+rev. A1, b on tango infinity and could confirm the customer´s finding. The patient sample was sent for molecular rh(d) typing to an external laboratory. We are still waiting for the result. Additionally the retention sample of erytype s abd+rev. A1, b was tested with different donor samples. All positive and negative reactions were correct. We did not observe any false negative reaction. A review of the batch record documentation showed no irregularities which might have negative impact on the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative reaction of a patient sample when tested with anti-d of ery type s abd+rev.a1, b on tango infinity. Thze customer stated that the patient had a history of being d positive. The patient sample yielded weak positive respectively negative results with anti-d of erytype s abd+rev.a1, b on tango infinity. The customer returned the patient sample that had caused a false negative test result for investigational testing, but not the supposedly defective product erytype s abd+rev.a1,b. Therefore our quality control laboratory tested the patient sample with their retention sample of erytype s abd+rev.a1, b on tango infinity and could confirm the customer´s finding. The patient sample was sent for molecular rh(d) typing to an external laboratory. The result of the external laboratory was as follows: rhd * weak d typ 4.0. (Rhd * 09.03.01; dar3). The findings of the external laboratory for the patient sample confirmed the suspected d variant. In our IFU (limitations) is written that very weak expressions on the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. Additionally the retention sample of erytype s abd+rev. A1, b was tested with different donor samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by the quality control laboratory confirmed the allegedly defective lot of erytype s abd+rev. A1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineers. No indication for an instrument malfunction could be identified. The service engineer confirmed a proper function of the instrument by metrology qualification.